Event description:
The patient called animas stating that her blood glucose level read "hi" and "500 mg/dl" after she changed her infusion site in the morning. Animas has attempted to follow up with the patient but has been unsuccessful. This complaint is being reported based on details of the initial call. At the time of the call to animas she reported she was in the emergency room. The patient drove to the hospital and reported some nausea. She said she gave herself an insulin injection about an hour and twenty minutes prior to calling animas. She said her blood glucose levels started to elevate in the morning after changing the infusion set. The patient also changed the cartridge in the morning. The patient reportedly does not have any infusion sets with her. She was disconnected from pump therapy and started on a saline drip at the hospital while blood tests were being done to determine her blood glucose level and presence of ketones. Her last blood glucose check with the meter remote still showed that her blood glucose level was "hi." She reported that she is feeling ok and she is not having nausea but did have heartburn. The time and date on the pump were correct although the year was wrong. The patient correctly sets the time and date after each battery change. The patient confirmed that advanced features were programmed correctly and that he uses the bolus calculator on the pump 99% of the time to program bolus doses. Although there was no issue with pump settings, this complaint is being reported because the patient allegedly experienced blood glucose levels indicative of hyperglycemia and animas could not gather additional information surrounding the day of the event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily dose history is inconsistent due to the time reverting to factory default settings. The pump was exercised for 29 hours with no delivery issues. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient contacted animas with additional information on (B)(6) 2012. The patient indicated that when in the emergency room, leaking was noted at the connection of the infusion set and cartridge. The patient believes that there was a defect where the tubing connected to the cartridge. The patient reportedly went home from the hospital and changed out the site and set and everything has been fine since.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.